Event description:
During the robotic case, the harmonic insert jaw tip broke off. The piece was retrieved with no apparent injury to the patient.device #1is this a laboratory device or laboratory test?no.